Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
Customer reported via phone call, the insulin pump kept alarming no delivery over the last couple months. Customer decided to disconnect from the device and has been off it for five to four days. Customer's blood glucose was 10.0 mmol/l. Troubleshooting was performed and anomaly persisted. Customer was advised the device will be replaced due to excessive no delivery alarms. The device is not returning for analysis.